Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. The physician wanted to rv subthreshold and left ventricular (lv) only pace. Technical services (ts) stated that it can be done, however this device was still rv based timing and if there was any lead noise then the device would inhibit in the lv pacing. The physician did not want voo because the patient still had some intrinsic conduction. The device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).